Event description:
It was reported that a pump declared an altitude alarm and caused the customer's blood glucose (bg) level to display as "high," although the specific value was unknown. There was no adverse impact to the customer's blood glucose level. The customer addressed the high bg with a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Technical support instructed the customer to remove obstructions from the speaker holes on the pump, clean the holes with a soft bristle brush and lint-free cloth, and to remove and reconnect the current cartridge to resume insulin. The customer's insulin was suspended due to the altitude alarm, but the pump was confirmed to be within the validated operating altitude range.